Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the screen started as frozen after no interaction, and woke up to a constant tone. Customer was instructed to allow the device to sit and ensure the battery was secure. The device turned on to and instructed the user to clear user settings. Customer was able to clear the alarm, but the screen went blank. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected alarm anomaly noted. No frozen screen noted. No constant tone or audio beep anomaly noted. Time advanced properly. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.